Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 3328 ml. The largest prescribed fill volume was 2000 ml. This meets iipv criteria. According to the nurse she was not aware of this event as the patient did not report any overfill symptoms. Additionally, the patient did not report having any difficulties with the hc. The nurse stated that the patient was just seen in the clinic on (B)(6) 2010 and he was doing just fine. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, false empty detect at initial drain and at previous therapy last drain. The device will be routed to the service area.